Event description:
It was reported via the implant patient registry that this valve model 3300tfx23mm was explanted after an implant duration of 1 year and 11 months due to unknown reason. A valve model 3300tfx23mm was implanted in replacement. The implantation data card indicated that the device explant was due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported via the implant patient registry that a 23mm aortic valve was explanted after an implant duration of 1 year and 11 months due to endocarditis leading to mild periprosthetic aortic insufficiency, but severe root abscess and rocking valve with impending dehiscence. The infectious organism was e. Faecalis. The patient presented sepsis and heart failure before the procedure. An extensive root repair and another 23mm valve was implanted in replacement. The patient was discharged home with extensive rehabilitation.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.